Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking lipids from port 2. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the issue was identified during programming/set up in the pharmacy. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: availmed c. Industrial lt. 001 mz. 105 no 20905 int a, col cd ind. Tijuana, baja california 22444, mexico or baxter healthcare ¿ englewood 14445 grasslands dr englewood, co 80112 united states. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.